Event description:
Additional information received reported the premature battery depletion was still ongoing. The device was not explanted or replaced. Troubleshooting included battery check which showed ¿longevity=low.¿ event date, symptoms, cause, and additional actions remain unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no change in neurostimulator. It was reported that the patient used botox.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had control of the stimulation with the clinician programmer but longevity was low. The event date was not available and no cause was identified as the patient received botox on (B)(6) 2017 plus the device was still implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the implantable neurostimulator (ins) battery depleted prematurely. It is unknown if the issue was resolved. No symptoms were reported. No further complications were reported/anticipated. The patient's medical history included: functional idiopathic incontinence since 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the onset was estimated to be (B)(6) 2016. No further patient complications have been reported as a result of this event.